Manufacturer narrative:
The device was received by (B)(4). The device was evaluated and the complaint of "cannot attach to motor" was confirmed. The locking mechanism failed testing. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating the device "cannot attach to motor". The device was not being used during a procedure. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional information provided.